Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic, lead was found to be dislodged. It was noted that the patient was receiving physical therapy post system implant which led to lead dislodgement. Lead was explanted and replaced. Patient was asymptomatic during procedure and was stable post-procedure.